Event description:
Information was received from a patient (pt) regarding an external device. It was reported that last night they were charging their implanted neurostimulator (ins) when the controller stopped working. Pt stated the controller went blank and wouldn't turn back on. They said it wouldn't register when they put it back on the charger and it's completely dead and won't do anything. Pt noted they took the battery out and it helped "the first time" but the second time it didn't do anything. They added that they noticed the relay box on their recharger (rtm) was getting super-hot and they couldn't stand to even touch it. Pt disconnected the rtm from the controller, and the controller hasn't come on ever since. Patient services (ps) walked them through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Pt inserted the battery pack and confirmed controller is 40% and implant is 60%. They confirmed no physical damage on rtm cord, pins, controller connector port pins nor battery compartment pins. A replacement rtm was requested.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6) UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a failure, no device found. Rms voltage at the h field probe failure. Scratch marks on rtm donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.